Event description:
It was reported that the patient was not receiving effective therapy and the system was auto reducing. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000050790.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.